Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified base hardware failure and battery communication timeout in history. During functional using the reported issue was duplicate during the power up process. The interconnect board did not operate as intended and the base hardware failed. The root cause of the inoperable component is linked to the supplier. A corrective and preventative action has been opened to address the reported issue. Replaced interconnect board and battery and performed power up process and device passed all the functional test.

Event description:
It was reported that the pump's board was corrupted, did not recognize the batteries correctly, not charging, and would power off immediately. No patient injury was reported.